Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: blocks d7a, g1 (MFR site address 1, MFR site city, MFR site state, MFR site zip/post code and MFR site country) and h6 (impact codes) have been corrected.

Event description:
Note: this report pertains to spyscope dsii and advanix naviflex stent used during the same procedure. Refer to manufacturer report # 3005099803-2023-05849 and 3005099803-2023-06083 for the associated device information. It was reported to boston scientific corporation that an advanix-naviflex stent was implanted to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately two weeks ago. During a scheduled endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on october 20, 2023, to treat multiple stones, it was noted that the advanix-naviflex (the subject of this report) stent migrated. X-ray imaging was performed, which confirmed the stent migration. The migrated stent was attempted to be removed using a spybasket but was unsuccessful. The spyscope dsii (the subject of MFR. Report # 3005099803-2023-05849) was removed to clear the stones first using a trapezoid basket. Cleaning the bile duct lasted for half an hour. They re-inserted the spyscope dsii to make another attempt to remove the advanix-naviflex stent; however, after half an hour of use, the visualization was lost, and the stent was unable to be removed. The procedure was aborted, and on (B)(6) 2023, the stent was successfully removed. The patient's indication was not resolved at the time of migration, and no new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
Note: this report pertains to spyscope dsii and advanix naviflex stent used during the same procedure. Refer to manufacturer report # 3005099803-2023-05849 for the associated device information. It was reported to boston scientific corporation that an advanix-naviflex stent was implanted to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately two weeks ago. During a scheduled endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on october 20, 2023, to treat multiple stones, it was noted that the advanix-naviflex (the subject of this report) stent migrated. X-ray imaging was performed, which confirmed the stent migration. The migrated stent was attempted to be removed using a spybasket but was unsuccessful. The spyscope dsii (the subject of MFR. Report # 3005099803-2023-05849) was removed to clear the stones first using a trapezoid basket. Cleaning the bile duct lasted for half an hour. They re-inserted the spyscope dsii to make another attempt to remove the advanix-naviflex stent; however, after half an hour of use, the visualization was lost, and the stent was unable to be removed. The procedure was aborted, and on (B)(6) 2023, the stent was successfully removed. The patient's indication was not resolved at the time of migration, and no new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.